Manufacturer narrative:
It was reported that when the surgeon attempted to place the femoral cutting block on the patient, he was having block fit issues. The block did not appear to match the anterior cortex of the patient's femoral bone anatomy. The surgeon did not use the cutting guide and went with standard instruments. The associated legion visionaire adaptive guide kit was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No prior complaints for this part as this is a patient specific device. Our investigation including an engineering evaluation by our visionaire team found that the anterior tip of the femur osteophyte was undersegmented throughout, explaining the anatomy indifference noticed by surgeon. The root cause is incorrect segmentation. A relationship between the device and the reported incident or adverse event is corroborated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed. Credit cannot be issued for this device.

Event description:
It was reported that when the surgeon attempted to place the femoral cutting block on the patient, he was having block fit issues. The block did not appear to match the anterior cortex of the patient's femoral bone anatomy. The surgeon did not use the cutting guide and went with standard instruments. No delays reported. No patient injuries reported. It is unknown if an s&n backup device was available.